Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) was in the biomedical shop with a red tag that read," channel error". It was tested and checked and found that the upper pressure sensor was bad. The upper pressure sensor was replaced and the device was subjected to preventative maintenance for quality control. There is no further information available.